Event description:
Procedure type: cholecystectomy. According to the reporter: the clips are crossing, sliding or not forming properly; re-operation for peritonitis as the clip slides from the cystic duct.

Manufacturer narrative:
(B) (4).